Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse was dispatched and on 03-oct-2016 replaced computer and removed hard-drive and left drive with customer. The most probable cause of the reported event was a computer failure. The serial number of the g8 analyzer installed at this account (14365306) was extracted from the instalation date of the device file.

Event description:
On (B)(6) 2016 the customer reported a computer failure with their hlc-723g8 analyzer. Customer reported that computer froze. Tried to restart and did not work. Sees black screen only, said that it happened twice previous night, repowered resolved but in the morning it would not boot up. On (B)(6) 2016 customer called and stated he received the pc and is requesting assistance with setting up and load of rsp (reporting software) settings. Ts (technical support) assisted him with loading the environment setting with success. The copula settings need to be check or changed, ts unable to open up copula environment settings stored on the share drive. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.